Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the customer was hospitalized for high blood glucose and a heart rate of 168. Customer was in treated with IV, insulin and then later was reconnected to the insulin pump and restarted therapy. Prior to hospitalization customer's mother had changed the infusion set. An hour later he ate, after two hours the customer was having headaches. Customer drank a glass of water and then blood glucose was tested and the meter read high. Customer's mother called the customer's endocrinologist, who recommended the customer should be taken to emergency room due to high blood glucose and his heart rate. Customer's mother declined troubleshooting. Customer's mother mentioned the customer was hospitalized in march for a bent cannula on the infusion set. The device is not returning for further analysis.